Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was inserted on (B)(6) 2012 in the umbilical artery. The uvc was not difficult to secure and was secured by bridge. The customer further reports that upon placement, an x-ray was taken to verify placement. The line was flushed on a regular basis with a 5ml syringe. The uvc was removed on (B)(6) 2012 and was not replaced. The customer reports the pt was improving and is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.